Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert delivered by the device indicating that the egm storage was full. The stored episodes were undersensing episodes, and some of the episodes were difficult to retrieve. Technical support was contacted and suggested reprogramming to resolve the undersensing. The patient was stable with no consequences.